Event description:
Healthcare professional reported right side rupture. The device was explanted.

Manufacturer narrative:
Continued e.1 initial reporter - phone: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b7.

Event description:
Healthcare professional reported right side rupture. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, broken side assessed as surgical damage. Inflammation/irritation : unable to observe since it is a medical event and is not related to the device. No additional observations. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported right side rupture. The device was explanted.